Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an accident this morning after some smearing. Patient said they had a little bit of a problem connecting the programmer to the device but was eventually able to succeed. Patient also mentioned the device looks odd in their body and was very upsetting. Patient mentioned they can feel the device on their back in their buttock and it was so big and bulgy. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment with hcp in a couple weeks.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.